Event description:
Tpn #9 hung between 0600-0700 with kendall mcgaw cassette tubing set (was discarded). Pump did not alarm and at 0800 appeared to be working (volume infused was recorded). At 1015 am patient blood pressure 112/100 with arrhythmics, IV port was occluded and patient's glucose had dropped to 32. New IV started with new pump, same/previous cassette and infused without incident. D50 ivp given for low glucosedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: alarm failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.